Event description:
It was reported that a dexcom g7 sensor intermittently lost connection to the ilet, including during a support call, and the user ultimately replaced the sensor after noting a bent sensor strip; subsequent pairing proceeded to warmup, and glucose data displayed when connected. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem characterized by intermittent communication failure, involving the device¿s electrical and magnetic communication pathway and antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.